Manufacturer narrative:
According to the instructions for use (IFU), cardiovascular complications, including perforation or dissection of vessels which may require intervention, are potential adverse events associated with the transfemoral transcatheter aortic valve replacement procedure. According to literature review, and as documented in technical summary written by edwards ¿ vascular complications¿, vascular complications are a well recognized complication of the transfemoral tavr procedure in this elderly population with multiple co-morbidities. Edwards has reviewed many reports, including screening data records and source documentation of vascular complications and has found that the root cause is typically related to a combination of vessel size, tortuosity and calcifications. Although the incidence is decreasing with smaller sheath/delivery system sizes and physician experience, there will continue to be cases in which vascular complications will occur. The thv physician training manuals instruct on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manual instructs the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators. It also notes that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. The IFU contraindicates patients with ilio-femoral vessel characteristics that would preclude safe placement of sheaths such as severe obstructive calcification or severe tortuosity. Pre-procedure screening and assessment of the femoral/iliac artery internal diameters will enable the clinician to determine if the sapien valve can be delivered transfemorally. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The operators are trained to measure minimum vessel diameter taking calcium into account. The physician training manual also lists the minimum recommended vessel size for each size device. Despite the best screening tools, a small percentage of patients will have femoral/iliac vessels that are not amenable to the trans-femoral approach or where increased resistance is encountered during insertion of devices. In many cases, the vessel minimum luminal diameter (mld) may be borderline or below the indicated size. In addition, significant calcification and/or tortuosity, not always appreciable on imaging, could be contributing factors to the event. The minimum required vessel diameter for 16 fr sheath is 6.0mm. In this case, the patient had areas within the access vessels measuring less than 6mm in diameter. This borderline minimum luminal diameter (mld), along with moderate calcification and moderate tortuosity likely contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
As reported by our (B)(4) affiliates, during a tf tavr procedure, resistance was noted advancing the novaflex+ system through the esheath. Post removal of the esheath and delivery system, an iliac dissection was noted requiring surgical repair. A CT report demonstrated the access vessel had extensive atheromatous in relation to the common iliac artery, with ostial narrowing measuring approx 6mm in diameter. Mild aneurysmal dilation of the common iliac artery was demonstrated with appropriate lumen diameter. The external iliac artery appeared slightly tortuous, but no occlusive change is evident within. The common femoral artery appeared normally patent proximally and distally. Postero-medial calcification was evident. There were areas within the access vessels measuring less than 6mm in diameter in relation to the proximal and distal common femoral artery. Initially, the access vessel was predilated and the esheath was inserted and balloon aortic valvuloplasty was completed without difficulty. The physician experienced difficulties while trying to pass the delivery system and valve through the sheath, and he had to use some force. After the valve exited the sheath, the delivery system was advanced easily and the implantation of the valve was very successful. Afterwards, the physician started retrieving the delivery system and the balloon back in the sheath, but it was only possible to retrieve it half way in the sheath before it became stuck inside the sheath. The sheath and delivery system had to be removed as a unit. The puncture site was then closed with a proglide closure device. Under fluoroscopy, a dissection was observed in the iliac artery just above the puncture site. A cutdown was performed and a vascular patch was placed with good success. The patient was stable and extubated when taken to the ICU and it is planned to discharge the patient on pod6. As per medical opinion, the iliac artery probably was dissected by the sheath due to moderate calcifications and tortuosity of the vessels and also due to the artery lumen being possibly too narrow. The physicians understood that this implant might have been indicated for either transaortic or transapical approach but opted for the transfemoral since he felt more confident with this. The patient¿s vessels had moderate calcification and moderate tortuosity, with areas within the access vessels measuring less than 6mm in diameter.